Event description:
Clinic notes dated (B)(6) 2013 note that the patient has not been feeling well for the past three to four weeks. The notes indicate that the patient has not had any convulsions for the past three years, but still has been with intermittent starting and loss of awareness. It indicates that the spells occur every few days to weeks and that within the past month the patient has had a noticeable increase of the episodes. Clinic notes dated (B)(6) 2013 note that the patient has had several seizures. The generator output current was decreased. Further follow-up revealed that it is unclear if the intermittent staring and loss of awareness were seizures. The physician's office reported that the relationship to vns is unclear. No additional relevant information was provided.